Manufacturer narrative:
(B)(4). During processing of this complaint, attempts were made to obtain complete event, patient and device information. The device was not returned for analysis. A review of the lot history record identified no manufacturing nonconformities issued to the reported lot that would have contributed to this event. Additionally, a review of the complaint history identified no other incidents from this lot. The investigation determined the reported difficulties appear to be related to circumstances of the procedure. There is no indication of a product quality issue with respect to manufacture, design or labeling.

Event description:
It was reported that the procedure was to treat a left anterior descending artery. A hi-torque balance middleweight universal ii guide wire (bmw gw) was advanced to the lesion without issue. Then an unspecified stent was implanted at the lesion. When the bmw gw was being removed, resistance was felt with the implanted stent and the distal tip of the gw became separated. It was decided to embed the separated gw tip in healthy tissue with the use of an additional stent. The patient is fine. There was no reported clinically significant delay or adverse patient effects. No additional information was provided.